Event description:
A dialysis clinic reported that when they went to remove the dialyzer from the hanson connectors at the end of a treatment, they found dialysate still flowing through the lines, indicating that the machine had not gone appropriately into bypass mode. No difficulties were noted during the pt treatment and there was no pt injury. When the MFR's technician checked the machine and simulated a conductivity alarm condition, the machine did not alarm and did not go into bypass. Replacing the conductivity alarm display board corrected the problem.